Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks and spectrum bedside monitors, the central station's screen turned dark blue and a gui (graphical user interface) error was displayed. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the system and disclosure hard drives. The system was tested to factory specifications. It functioned normally and was returned to use.